Event description:
Blood cultures were performed. Patient was hooked back up to tubing, when running antibiotic nurse came back into the room to check on patient and notice a wet spot on the patients shirt. Fluids were paused, then nurse inspected the line, restarted fluids after checking connections, fluid was dripping from spiros IV connector. Spiros IV connector somehow cracked and dripping out. No chemotherapy running, just maintenance fluid and one time dose antibiotic.